Manufacturer narrative:
A visual examination of the device found the basket to be fully extended and the tip was intact. The thumb ring was crushed. The device also presented side car- rx pushback of approximately 4 mm. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the tip failed to detach. The device is designed so that the basket tip detaches if the stone cannot be crushed but it appears that the thumb ring crushed instead. Therefore, the most probable root cause is ''operational context.'' A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints have been reported for lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the bile duct during a removal of biliary tract stone procedure performed on (B)(6) 2014. According to the complainant, during the procedure a stone smaller than 1 cm was captured inside the lithotripter basket. An attempt to crush the stone using the device failed. An alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone. However, when lithotripsy was attempted the basket failed to crush the stone, and the tip of the basket failed to detach. The basket was moved and the stone was able to be released from the basket. The stone was successfully removed from the patient using the scope's suction. The procedure was completed with another of the same device. Reportedly, it was noted that the stone was too soft to crush. Additionally, there were no issues reported with the device prior to use. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the bile duct during a removal of biliary tract stone procedure performed on (B)(6) 2014. According to the complainant, during the procedure a stone smaller than 1 cm was captured inside the lithotripter basket. An attempt to crush the stone using the device failed. An alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone. However, when lithotripsy was attempted the basket failed to crush the stone, and the tip of the basket failed to detach. The basket was moved and the stone was able to be released from the basket. The stone was successfully removed from the patient using the scope¿s suction. The procedure was completed with another of the same device. Reportedly, it was noted that the stone was too soft to crush. Additionally, there were no issues reported with the device prior to use. There were no reported patient complications as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of tip won't detach. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.